Manufacturer narrative:
A supplier corrective action request (scar) has been sent to the stapler supplier, modern medical equipment. Deroyal requested that the sample be returned, however the sample was discarded and could not be returned. Deroyal completed a complaint to sales analysis from november 2021 to december 2023 and calculated it to be (B)(4). Modern medical equipment reviewed production records and drawings of staples and found no changes to design and no abnormalities in production. Each point of the manufacturing and inspection process were found to be controlled and in good condition. Lots of staples that were retained were inspected and tested. No abnormalities were found and the breaking of the staples could not be reproduced. Root cause: because review of production records and sample lot testing could not reproduce the problem, the root cause could not be determined. Corrective and preventive action: because no root cause could be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "when the patient returned to office to have staples removed, 2 individual staples appeared to have broken off in the patient. The staples were not intact when removed."

Manufacturer narrative:
A user facility reported, " when the patient returned to office to have staples removed, 2 individual staples appeared to have broken off in the patient. The staples were not intact when removed." A supplier corrective action request (scar) has been sent to the (B)(4). Deroyal requested that the sample be returned, however the sample was discarded and could not be returned. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.